Event description:
It was reported that the patient experienced increased muscle spasms. The catheter was kinked/ twisted. A revision was performed on (B)(6) 2012. The patient required hospitalization during the event. The patient outcome was noted as no injury.

Event description:
The health care provider reported that the patient would be undergoing pump itb pump revision secondary to a flipped pump. It was noted that on exam the patient had higher amounts of medication left in the pump than expected; increased actual residual volume verses calculated volume. The hcp was not sure if the catheter was disconnected or impaired somewhere. Per the hcp it was believed the increased residual of drug was likely due to kinking of the catheter when it is flipped; it was much less likely that the patient has a distal catheter. An x-ray of the itb was planned at the same time as the patient's pre-op evaluation. It was later reported that the patient was scheduled for surgery (B)(6) 2012. The pump was used to deliver lioresal.

Manufacturer narrative:
Catheter: model # 8578 sc, serial# (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8709sc, serial# (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a revision was performed. The pump had been flipping due to broken sutures. It was believed three sutures were used during the initial implant and all three were broken. It was apparent the pump had flipped many times as the catheter was coiled significantly. During the revision the physician cut the portion of the catheter that had been coiled and was able to see spontaneous flow from the catheter, without any evidence of damage to the portion of the catheter than had been cut. The pump was reconnected to the remaining catheter and the dose was resumed at 250 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).